Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they were using vasoview hemopro 2 (w/vasoshield) to begin the saphenous vein harvest but quickly realized insufflation was an issue. Despite several troubleshooting techniques the team could not create any co2 flow; a three-way stopcock, several checks of the tower, and various attempts at distal and proximal insufflation. Once a new kit was opened it solved the problem. No components were left inside the patient, there was no patient harm, and it resulted in a mild case delay of approximately 5 minutes.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/12/2025. An investigation was conducted on 06/18/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. There were no visual defects observed on the intact cannula or intact c-ring. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device failed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2157 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005, step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was confirmed. A manufacturing engineering evaluation was conducted. The btt lnsufflation tubing valve was inspected visually under magnification. A reference btt subassembly was placed alongside for visual objective evidence. It was evident that the blue component within the valve was missing from the complaint device. See figure 1. Based on the manufacturing engineering evaluation, the reported failure "improper flow or infustion" was confirmed. The lot # 3000473629 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.